Event description:
A system operator reports, the system stopped tracking at 85% into a procedure. After several attempts, they were able to reacquire and complete the surgery. Follow-up info from the site indicates this pt was not harmed/injured by this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed in to FDA on: 02/15/2008.